Manufacturer narrative:
Complaint analysis: a query of the complaint database for similar catheter problems did not record any additional reports. Catheters are precision instruments and must be handled with care. Excessive kinks, bends or manipulation from hemostasis valves of side port catheter/sheath adaptors, over-tightening of the adaptors and rubber seals of contamination shields can damage the catheter components. Conclusion: the involved device was not returned for analysis and confirmation. The exact cause(s) of the incident are unk.

Event description:
It was reported via receipt of user facility report that following completion of an unspecified procedure the "continuous cardiac output catheter coiled in right atrium after manipulation. Tip of catheter knotted thus not passing through introducer when removal of device was attempted. The pt was taken to the radiology interventional room where the catheter was removed by a radiologist." There was no reported adverse pt injuries. Multiple attempts by the device MFR to obtain specific device, incident, pt info have to date been unsuccessful. Complaint analysis: the catheter device would have been tested during set-up and would have been in use with monitoring equipment during the case. It is unk if there were any problems during device insertion, placement. It is known that adaptors and rubber seals of contamination shields can restrict the lumens, often "bends" are seen where the shield adaptor valves had been over tightened on the catheter. Although it is unk if during the procedure there were any recorded erratic, inaccurate readings that would have identified a problem or irregularity with the catheter, the report states that problem was noted after the procedure during attempts to remove the device.